Event description:
It was reported, "tip of the straight screwdriver stripped off while tightening screw. Tip of articulating screwdriver stripped out while tightening screw."

Manufacturer narrative:
This is the same event as MFR #2249697-2012-0314. When completed, the eval summary will be submitted in a supplemental report.